Manufacturer narrative:
As reported, post application of the avitene hemostat, the patient developed infection. As reported per surgeon "the infection may not be the fault of the product". Based on the information provided, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use, supplied with the device identifies infection as a possible complication. Note, the date of event (B)(6) 2023 is considered to be a best estimate based. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a knee surgery the surgeon used avitene hemostat. Patient developed a postoperative infection which surgeon indicated may not be the fault of the product but he had difficulty removing it when he performed additional surgery. As reported, "there was a dark brown almost black color left over. And it seemed to also have a black film on the subcutaneous tissue."